Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information the apollo catheter tip was broken off while inserting through sheath. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported. The patient¿s blood flow and vessel tortuosity were normal. There were not any patient symptoms or complications associated with this event. The echelon catheter and apollo catheter were flushed as indicated per the IFU. The patient was undergoing treatment for an arteriovenous malformation (avm). Additional information received reporting that it was not known where the avm was located in the patient's anatomy. The apollo catheter was used during onyx delivery and the issue with the tip breaking off occurred during the procedure.

Manufacturer narrative:
The apollo micro catheter was returned for analysis. The apollo total length was measured to be ~166.5cm, the usable length was measured to be ~160.0cm which is not within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~21.0cm which is not within specification (specification: 25.0cm +2cm -1cm). The 5.0cm detachable tip was found to be detached and missing from the apollo micro catheter. The detached tip will not be returned and the reason for not returning was not provided. Therefore, any contribution of the detached tip to the issue could not be assessed. Since the detachable tip was not returned, it could not be determined if the usable and distal length of the apollo micro catheter are within specification. Upon visual inspection, no irregularities were found with the apollo hub. The catheter was flushed with water and found to be patent. No blood was observed during flushing. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured to be 1.7mm which is within specification (specification: 1.0mm - 2.5mm). No other anomalies were observed. Based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ as the distal detachable tip was found to be detached and missing from the catheter. However, the root cause could not be determined. Tip premature detachment can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.